Event description:
Device was being used in a vaginal hysterectomy procedure. While closing the surgeon noticed vaginal bleeding. Laparoscopy the surgeon found the uterine artery was bleeding at the seal. A laparoscopic device was used to reseal the artery. Patient reported to have lost 1400cc's of blood. No transfusion was needed. Patient discharged the next day.

Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device.